Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received stated that poly liner dislocated for metal liner/shell. There was no any deficiency with the pdm metal liner 48mm and no instability either. The dislocation occurred due to patient not being compliant.

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
It was stated that "according to the surgeon this patient was stable and had great rom. The patient was very non-compliant post operatively and dislocated her dual mobility construct. Due to her non-compliance the surgeon decided to revise her to a constrained component." No loosening and no delay to surgery reported. Doi: (B)(6) 2021, dor: (B)(6) 2021, right hip.